Event description:
Customer reported two blood leaks on the CT 190g dialyzer. The blood leaks occurred in two instances in 2001, on use numbers 14 and 16. Patients experienced approximately a 200 cc blood loss. The blood leaks were confirmed by positive hemastix results. New dialyzers and blood lines were set up and the treatments continued without further incidents. There was no patient injury or medical intervention reported by the customer.